Manufacturer narrative:
Investigation into this complaint includes a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: review of the customer file attached to the complaint ticket was performed. There was one (1) file attached to the ticket in addition to the result logs. The file has information regarding to plate mapping for reported sample ids (sids). The assay label (part number, barcode and lot number) is not clear in the file. The run involving sample identification sids listed in the ticket were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication of abnormal amplification curve displaying in the fam channel. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 is performing outside of established design performance specifications according to the amplification curve analysis. Device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 (and its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The final release kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 520596. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596. The complaint history review identified 2 additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596. Tickets have been elevated for investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-091) lot 520596 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported false positive results on the alinity m sars cov-2 assay. The customer received 4 false positive results. The samples were retested on the same alinity m instrument and generated negative results. The false positive results were not reported outside of the lab, and there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.